Event description:
The suspect device showed variations in test results when patient was tested three times within a 30 minute time period. Inratio results were as follows: 4.3, 2.4 and 3.7. Further follow-up to be performed.